Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the distal tip of the device was broken, and the threads were worn. It is a possibility that the insertion was off angle causing the screw to break, or the bone hole was not prepared properly. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4)- incomplete. The expiration date is not currently available. Associated medwatch report number: 1221934-2018-54270.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate." UDI: (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2018-54270.

Event description:
Two milagro interference screws broke intraoperatively while screwing in. No patient consequence. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2018-54270

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. Additional manufacturer narrative: the device was received on 8-9-2018 and the lot number which was previously unknown was updated. UDI: (B)(4). The expiration date is not currently available. Associated medwatch:1221934-2018-54270.

Event description:
It was reported by an affiliate two milagro interference screws broke intraoperatively while screwing in. There were no patient consequence. This information being submitted for this complaint all the details that are known/available regarding this event. The following information was obtained via e-mail from the affiliate on 8-3-2018: it was reported by the affiliate that this event occurred during an acl fixation procedure on (B)(6) 2018. All fragments were removed from the patient. The procedure was completed by using another interference screw. The doctor used the original bone hole to complete the procedure and did not make an additional bone hole to complete the procedure.